Event description:
Caller reported damage to tandem charging cable, resulting in the charging supplies becoming non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies via 2-day shipping, and after initially being disconnected, successfully followed up to ensure the customer could resume insulin administration.